Event description:
Boston scientific received information that during a device change out, this right ventricular (rv) lead consistently exhibited a greater than 200 ohms shock impedance measurement in triad configuration despite verifying connections. In rv coil to can and right sided implant, impedance was observed to be about 80 ohms; however when the lead went alone the impedance measurement displayed greater than 200 ohms. A fractured svc coil was suspected. The physician did a fluoroscopy and found out that the proximal coil had separated and it was also determined that the coil had been separated in a 2010 x-ray as per hospital records. The physician programmed the proximal coil out and left the lead. The rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.